Event description:
The IV piggyback (ivpb) solutions are back flowing into the primary solution bag. This was very obvious on the oncology unit when giving chemotherapy agents that are colored. The nurses noted that the primary IV solution was turning the same color as the piggyback. The valve on the primary tubing that is supposed to prevent this did not work correctly. The ivpb was correctly plugged into the primary tubing ahead of this valve.